Event description:
It was reported that the user experienced a sensor pairing failure on the ilet after scanning a new freestyle libre 3 plus sensor, which was resolved through guided rescanning in the app, after which the ilet displayed a warmup countdown indicating imminent availability of glucose readings. No adverse clinical symptoms reported. Outcomes included restoration of sensor communication and normal device function. User support included customer troubleshooting and education with sensor rescan and verification of successful warmup status. Investigation of this case revealed an initial communication or pairing error between the ilet and the freestyle libre 3 plus sensor that resolved with re-pairing, with no device component damage identified. It was concluded, based on previously established findings for similar reports, that the cause was user interaction or transient connectivity error corrected by standard troubleshooting.